Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Addendum: this is an addendum to the initial emdr submitted on 11-dec-2018. This supplemental emdr was submitted to report the provided date of implant. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : device not returned for evaluation.

Event description:
The following is based on the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified composix kugel hernia patch. The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2008 and bard soft mesh on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Device not returned for evaluation.

Event description:
The following is based on the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for implant of an unspecified composix kugel hernia patch. The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.

Event description:
The following is based on the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for implant of an unspecified composix kugel hernia patch. The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with incisional hernia (x2) thereby underwent open repair with implant of composix kugel (device 1). (Note: no implant op notes were provided for this procedure.) (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with explant of composix kugel (device 1) and implant of bard soft mesh (device 2). Per op notes, "adhesions were taken down. The mesh (device 1) was excised. A bard soft mesh (device 2) was placed and sutured."

Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.